Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2022 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No, mfg date: 24-sep-2020, yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was dislodged during the implant procedure at the end of the delivery system (ds) tether pull. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.